Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/30/2017 with the following findings: during investigation, the pump was powered on to a dim and gray display. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim. This report is made based on results of investigation completed on 01/30/2017.